Event description:
Contact reports that heads of three viper polyaxial screws separated from the shanks during insertion. As a result of the difficulty, surgery was extended by more than thirty minutes. See mfg medwatch report numbers 1526439-2012-00134 and 1526439-2012-00136 for the other polyaxial screws involved in this event.

Manufacturer narrative:
The device has been returned for evaluation. A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
Examination of the returned device confirmed screw breakage. Review of the device history record found no discrepancies. The investigation found that the root cause is most likely related to the higher insertion torque requirements of inserting larger diameter/longer screws, if not optimally prepared using a full diameter and full depth tap prior to screw placement. A CAPA has been initiated to further investigate this issue. At this time, the complaint is considered to be closed.

Manufacturer narrative:
See mfg medwatch report numbers 1526439-2012-00134 and 1526439-2012-00136 for the other polyaxial screws involved in this event.